Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 497 mg/dl, with high ketones identified as life threatening by a health care provider. Reportedly, the customer vomited, experienced headaches and had red eyes. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the continuous glucose monitor (cgm) reading was 62 mg/dl and the bg meter reading was 497 mg/dl. System check confirmed the pump was functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.